Manufacturer narrative:
Results: the pusher assembly was kinked just proximal to the polymer section of the pusher assembly. The pusher assembly mid-joint was retracted past the introducer sheath friction lock. Conclusions: evaluation of the returned smart coil revealed the pusher assembly was stuck within the introducer sheath friction lock. If the pusher assembly mid-joint is retracted through the friction lock, resistance will likely be experienced upon attempting to advance the device. Further evaluation revealed the pusher assembly was kinked just proximal to the pusher assembly mid-joint. This damage was likely a result of forcefully gripping the pusher assembly in attempt to overcome the resistance being experienced. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils). During the procedure, the physician successfully deployed and detached a smart coil. The physician was then unable to advance another smart coil within its introducer sheath and it was stuck; therefore, the smart coil was removed. The procedure was completed using a new smart coil. There was no report of an adverse effect to the patient.